Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) display went down. They are trying to set up a spare dell monitor that is not nihon kohden approved, but it would not work with the cns as they are having issues with the resolution. Tech support advised to order a new display. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) display went down. They are trying to set up a spare dell monitor that is not nihon kohden approved, but it would not work with the cns as they are having issues with the resolution. Tech support advised to order a new display. No patient harm was reported. Investigation conclusion: the customer reported that the cns display failed on a pu-681ra. A temporary third-party monitor was attached but produced resolution issues that prevented the cns application from launching. Nk tech support provided the correct replacement display information and prepared a loaner cns, which was later canceled. Replacing the monitor restored normal operation. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Additional information: b4: date of this report. G3: date received by manufacturer. G6: type of report. H2: if follow-up, what type? H6: event problem and evaluation codes. H11: additional manufacturer narrative.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) display went down. They are trying to set up a spare dell monitor that is not nihon kohden approved, but it would not work with the cns as they are having issues with the resolution. Tech support advised to order a new display. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device attempt #1 07/30/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 08/04/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 08/06/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) display went down. They are trying to set up a spare dell monitor that is not nihon kohden approved, but it would not work with the cns as they are having issues with the resolution. Tech support advised to order a new display. No patient harm was reported.